Event description:
It was reported that the abutment screw fractured inside of the implant. Patient will need a surgical procedure to reduce the gingiva from around the implant

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient age not provided. Patient weight not provided. Lot number not provided. Manufacturing date is unknown.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One scr replace friction-fit gold & ti abut int hex, mhlas was not returned for investigation. The unknown zimmer implant remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Per: no pre-existing conditions were noted on the complaint. Bone density type was unknown. The reported device was located on tooth site #19 (universal). Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894 rev 6 - 08/19. Warnings, precautions. Warnings: surgical and restorative techniques required to place dental implants are highly specialized and complex procedures. Practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause bone loss, patient injury, pain and implant failure. Single use: do not reuse single use or single patient devices. Reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. DHR review: DHR review was could not be completed for the mhlas as the subject lot number was unknown. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a complaint history review by item number was conducted for the mhlas dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). Post market trend review: august post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) and device (mhlas). Malf/event: based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.